Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 23mm aortic pericardial valve was explanted after an implant duration of seven (7) years and five (5) months due to severe prosthetic aortic stenosis. The valve was replaced with a 23mm pericardial valve without complications. The patient has a history of hyperlipidemia, tia and endocarditis in 2001.

Manufacturer narrative:
Additional manufacturer narrative - the explanted device was not returned to manufacturer as it was discarded. Without return of the device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.